Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent altitude alarms occurred. The users blood glucose level was 354 mg/dl. The user's mother administered a manual injection. Reportedly, it is typical for the mother to administer manual injections for the user. There was a delay in clearing the alarm; however, insulin delivery was resumed. The user would continue to use the pump until replacement pump is received.